Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had damage described as "nozzle is cut". No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak¿ syringe had damage described as "nozzle is cut". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: five samples and photos received for investigation. Tip breakage could be observed on three samples and two samples fractured in the thread of the barrel. Upon a visual evaluation of the samples, it is determined that there is no molding issue, the product manufacture were not incomplete. Damage in the pivot is present. Additionally, tests were performed on ten retention samples, including defects on molding barrel, plunger rod/stopper, as well as deformation in the thread of the barrel, leakage, and manual assembly of the syringe and needle to verify the pivot does not break due to damage. Results were satisfactory. A review of the equipment was made in the assembly stage where there is a higher probability of damage to the barrel body, however as shown in the photographs it is not shown that there could be a risk of jamming or damage to the pivot. In fact, one of the functions of the cap is to protect the pivot, so the possibility that the defect has been generated during the manufacture is discarded. The molded barrel is monitored by the manufacturer and evaluated with characteristics such as: burrs in the body, burned, deformities, capped pivot, incomplete pivot, contamination, incomplete pieces, bubbles, etc. During the whole process, parts were conforming. Moreover, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Finally, the claim is not confirmed since in the documentary review of the barrel molding and syringe manufacture, no problem was identified that could be attributed to the defect reported by the client, when performing the functional tests of the retention samples, they were in conformity and finally when trying to reproduce the defect that the client reports this could not be reproducible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.